Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The transmission showed that the atrial lead exhibited intermittent undersensing. The episodes were seen in the ventricular tachycardia monitoring zone on the implantable cardioverter defibrillator, however, the patient did not receive any inappropriate high voltage therapy. Programming changes were recommended. Related manufacturer reference number: 2017865-2019-14139.